Manufacturer narrative:
During device evaluation at olympus, it was found there were minor scratches on the label, the bending section cover leaked, the objective lens had a minor leak next to it, switch #1 was cut, angulation was low, the right/left and up/down control knobs had play, the plastic cover had deep dents, the bending section cover glue was chipped, and the scope connector pins were deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope was reprocessed incorrectly. The scope also had high atp readings and the customer noted there were problems with flexing. The issues occurred when preparing the scope for use. The scope was used for the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5.

Event description:
Additional information received from the customer reported the scope was in the normal/passing range and did not test higher than 144. The staff noticed the scope was testing higher compared to the other scopes so they wanted to have the scope checked out. A customer noted that a scope that failed atp testing would not be used on a patient.